Manufacturer narrative:
(B)(4). The device was initially reported as returning for analysis, however, the device was not returned. The device was not returned for evaluation. However, inflation issues can be affected by numerous factors such as balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity, a previously implanted stent or insufficient preparation prior to use. The investigation was unable to determine a conclusive cause for the reported inflation issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Correction: it was reported that the device was not be returned for analysis; subsequently, the device was returned. (B)(4). Evaluation summary: visual and functional inspections were performed on the device. The reported failure to inflate was not confirmed. The investigation determined the reported difficulty to be related to the patient anatomical conditions. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mid common iliac artery with mild tortuosity and mild calcification that was 60% stenosed. Resistance was not felt during advancement of a 8.0 x 29 mm x 135 cm omnilink elite 35 to the lesion and it crossed successfully; however, the balloon failed to inflate. A new omnilink elite was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.